Event description:
A patient underwent a stent placement procedure using the venovo venous stent. Post procedure, on (B)(6) 2025 during an embolization procedure, they allegedly found out that the struts are broken off from the venovo stent which was placed a year ago.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the venovo venous stent. Post procedure, on (B)(6) 2025 during an embolization procedure, they allegedly found out that the struts are broken off from the venovo stent which was placed a year ago.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: one provided x-ray images demonstrates the placed stent inside the vessel. The stent is fractured towards one end close to the marker section and the fracture is located in a vessel curve. Also a second stent is visible inside the stent such that the fracture is at the end of the inner stent. In this case only limited information is available; the overlapping stent placement visible on the provided image may also be related to the event. Based on the investigation of the provided information, the investigation is closed as confirmed for stent strut fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use (IFU) closely describes holding and handling of the system throughout the procedure. Under required materials the IFU state a 9f introducer for a stent diameter of 14 mm, and a 0.035 inch (0.89 mm) diameter guidewire. A stent size selection table describes the relationship between stent diameter and vessel diameter. Regarding pta the IFU state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.